Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was to undergo surgery and would be contraindicated to anticoagulation during the postoperative period, therefore, vena cava filter placement was indicated. The right common femoral vein was accessed in percutaneous fashion without difficulty. A venacavagram demonstrated a clean vena cava without disease. The filter was deployed upright at the l2-l3 level with good expansion. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Approximately five years post filter deployment, a CT scan demonstrated a horizontal orientation of the filter in the distal ivc with limbs extending beyond the confines of the ivc wall, passing anterior and posterior to the aortic bifurcation margin of the proximal right common iliac artery, with one limb also abutting and possibly slightly extending into a mid abdominal small bowel loop. The patient was referred to vascular surgery. A review of the previous CT scan identified the filter at the distal vena cava with the apex positioned to the far right with some of the limbs extending into the right common iliac vein, one limb extending into the distal aorta, one limb posterior to the aorta and one limb anterior to the aorta adjacent to or possibly into a piece of small bowel. There was no evidence of air, fluid or infection. There was no evidence of thrombus in the filter, vena cava or the aorta. A duplex scan of the aorta and vena cava was performed demonstrating no evidence of thrombus in the filter or the aorta. The vascular surgeon felt there was no need to excise the filter limb extending into the aorta. The plan was to see the patient again in six months for a repeat duplex scan. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Five years post filter deployment, a CT scan demonstrated a horizontal orientation of the filter in the distal ivc with limbs extending beyond the confines of the ivc wall, passing anterior and posterior to the aortic bifurcation margin of the proximal right common iliac artery, with one limb also abutting and possibly slightly extending into a mid abdominal small bowel loop. It was noted that the filter has stable distal migration compared to previous CT scans. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, and caudal migration of the filter. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five years post vena cava filter deployment, a CT scan demonstrated tilt and caudal migration of the filter with limbs extending beyond the confines of the ivc wall. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post deployment, it was mentioned the patient had pulmonary embolism shortly after the placement of the filter. A computed tomography of abdomen and pelvis showed an abnormally horizontal orientation of the filter with the struts extended outside the inferior vena cava around one month later, a computed tomographic scan showed a malpositioned vena cava filter and the upper aspect of the filter positioned far to the right of the vena cava. Also, some of the struts protruded into the right common iliac vein, but one strut was protruded into the distal aorta, one strut was posterior to the aorta and another strut was anterior to the aorta with a tip adjacent to or possibly into a piece of small bowel. Around seven years and one month later, an aortic duplex scan showed an inferior vena cava filer strut identified in the distal abdominal aorta with one strut protruded into the very distal aorta. Therefore, the investigation is confirmed for filter migration, perforation of inferior vena cava, filter tilt and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years post vena cava filter deployment, a computed tomography scan demonstrated tilt and caudal migration of the filter with limbs extending beyond the confines of the inferior vena cava wall. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patent is unknown.